Event description:
During a distal radius fracture procedure, the surgeon was inserting the first screw into the distal most hole on the right side but the screw would not lock to the plate. The surgeon swapped the plate with another plate and inserted the same screw, this time locking to the plate with no problem. Surgeon completed procedure with no further problem and no harm to patient.

Manufacturer narrative:
Device was used for treatment. Visual inspections noted the plate to be in like-new condition. The plate is designed of 2mm thick 316l stainless steel with the variable angle head holes designed. The packaging, sterility, and instrumentation of this device is per synthes standards, and a technique guide exists outlining the proper indications and usage of the system. The distal-most hole on the right side was tested with a 2.4mm va-locking screw, which locked with no problem. No other design aspect could have been related in a failure of this type. It is not known if the screw used in the case was damaged. The design risk assessment was reviewed and found to be adequate for the intended use. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted. The product was received with no visible damages. The microscopic investigation shows the distal-most hole on the right side to be damaged. The other threaded holes show wear of use. The threaded hole which caused the problems as per complaint description, is damaged; it is not possible to check it for post manufacturing specifications. All other distal threaded holes have been tested with a 2.4mm va-locking screw and all locked with no problem. The complaint statistic does not show any other similar events with the article and lot number in question. The plate passed the required functional test successfully.